Event description:
The patient presented with external nasal valve collapse and lower lateral cartilage stenosis. The physician treated the lower lateral cartilage and alar cartilage with the vivaer stylus and reported overlapping some treatments. The patient returned for follow up after a period of several months with absorption of a portion of the lower lateral cartilage and worsening of the external nasal valve collapse. Approximately 14 months later, a revision surgery was performed, open valve nasal reconstruction. It was also reported that the patient had two previous nasal surgeries including a rhinoplasty. Based on these circumstances, intentional use error caused and contributed to the reported event. Additional information from the physician states they are aware of indications for use. Aerin medical will continue to monitor and trend for reports of this nature.